Event description:
Pt reported that the meter would not turn on. This issue was not resolved with troubleshooting. Pt did not have any symptoms and there was no medical intervention or treatment given. Pt had performed a precision test on the meter with results of 443 mg/dl and 206 mg/dl, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No further info has been reported.